Manufacturer narrative:
Findings: unit power up properly after battery installation. No critical pump error noted. Unit received with high sleep current due to corrosion at the electronic assembly. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor assembly was found with traces of corrosion per visual inspection. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. Unit failed leak test. Unit leaked at a cracked on the back of the case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a critical pump error alarm. The customer's blood glucose was unknown at the time of incident. During troubleshooting the caller stated that the insulin pump also received a stuck button alarm prior to the critical pump error alarm. The insulin pump will be returned for analysis.